Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a motor drive issues and recall. There was unknown patient involvement, and unknown harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a third-party tamper seal, a non-OEM top case, non-OEM battery, and a cracked bottom case. A 'system failure: pump motor drive off post' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the main board and motor was the root cause, and they were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.